Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on august 6, 2018 that an ultraflex tracheobronchial covered distal release stent was to be used to treat an airway stenosis caused by a malignant tumor during a stent placement procedure performed on (B)(6) 2018. According to the complainant, during procedure, it was noted under endoscopic view that the mid-section of the stent cover was cracked during deployment. The stent was removed with forceps and the procedure was not completed. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation on august 6, 2018 that an ultraflex tracheobronchial covered distal release stent was to be used to treat an airway stenosis caused by a malignant tumor during a stent placement procedure performed on (B)(6) 2018. According to the complainant, during procedure, it was noted under endoscopic view that the mid-section of the stent cover was cracked during deployment. The stent was removed with forceps and the procedure was not completed. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). A deployed ultraflex tracheobronchial covered stent was received for analysis; the delivery system was not returned. Visual examination found a hole in the stent cover. The stent was measured to be within specification. No other issues with the stent were noted. The reported event was confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. It is possible that the device encountered tortuosity or stenosis resulting in the cover damage. Taking all available information into consideration, the investigation concluded that the observed failure and the reported event was likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is adverse event related to procedure.